Manufacturer narrative:
Patient identifying information is not available for reporting. This report is for one unknown plate. Device has not been explanted. Device remains in the patient and is not available for return. Unknown as no part or lot numbers were provided for this complainant part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional manufacturing date: august 26, 2013 (non-sterile part). Device history review: manufacturing location: (B)(6) - manufacturing date: october 22, 2013 - expiry date: october 1, 2023 - us/information below: part manufacture date (non-sterile part): august 26, 2013. A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of ti matrix midface box plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. A deviation existed for the raw material in that the length required by the engineering standard was allowed to be supplied shorter than the standard required in order to meet the straightness / flatness requirement for manufacturing. This aspect of the deviated feature had no effect upon the complaint condition and product was produced without any difficulties. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an osteotomy operation for upper/lower jaw bones was performed on (B)(6) 2014. During a follow up appointment six months later, it was discovered that the implanted plate and screw were not fitting to the upper jaw bone. The surgeon suspects the taper shape of the self-drilling screw tip might be the cause of the failure. The surgeon is taking a wait-and-see approach since this does not impact the patient's daily life. If reunion is not completed in the future, a revision operation might take place to fix the affected part again. This report is for one unknown plate. This report is 1 of 2 for com-(B)(4).